Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. The model/serial of the rv lead is unknown, however, the lead was reported to be a st. Jude lead. No adverse patient effects were reported. This lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).